Event description:
A voluntary medwatch was rec'd in corporate prod surveillance involving a pcaii pump. The event is described as followed: rec'd transfer pt from pacu with an aldrete score of 8 out of 10. IV fluid lr as bolus was in progress while in transit from the pacu. Upon arrival, the pca machine malfunctioned. The door was ajar and screen displayed "electrical malfunction". Staff attempted to correct the problem with dilaudid 1.8 mg/hr to prescribed 1.2 mg/hr. Dilaudid was administered at 0.2 mg/hr, and there was an overall delay of 10 mins. No electrophysiology procedure was involved or attempted.

Manufacturer narrative:
The device has not yet been made available to baxter of eval. A f/u medwatch report will be submitted should the device be rec'd and an eval completed.